Event description:
It was stated by the diabetes consultant that the customer was hospitalized for high blood glucose levels as well as heart and kidney problems. The consultant wanted to make sure that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.